Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the intensive care unit (ICU) the intra-aortic balloon pump (iabp) alarmed "helium leak or balloon rupture". Blood was observed in the helium connection by the nursing personnel and the ICU physician. The hemodynamics department was notified automatically who removed the balloon immediately. The iab was not replaced. There was no reported death, a delay in therapy and interruption was reported the patient did require a suture affected artery intervention.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of blood in helium pathway is confirmed. Although, the root cause is undetermined the bladder membrane had a puncture at the proximal end of the bladder. The puncture is likely a result of contact from a sharp object which allowed blood to enter the iab. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This issue will be monitored for any developing trends. (B)(4).

Event description:
It was reported that while in the intensive care unit (ICU) the intra-aortic balloon pump (iabp) alarmed "helium leak or balloon rupture". Blood was observed in the helium connection by the nursing personnel and the ICU physician. The hemodynamics department was notified automatically who removed the balloon immediately. The iab was not replaced. There was no reported death, a delay in therapy and interruption was reported the patient did require a suture affected artery intervention.